Event description:
Inbound; pt states cadd 100 ml cassette with flow stop, lot # 4096351; exp 01/29/2026 with cadd legacy one pump serial number (B)(4), pump with no disposable alarm and beeping, cassette with air bubbles and res vol 34.5 ml. New cassette and tubing placed and pump running and infusing. No further details provided.